Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h6 problem code. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The probable cause of the patient injured with a ureteral stricture could not be confirmed. There was no device returned, a physical evaluation of the fiber could not be performed. It was noted that ureteral stricture was a known complication of ureteroscopy and there was no indication that the soltive laser system malfunctioned resulting in this patient harm. Olympus will continue to monitor field performance for this device.

Event description:
The physician reported to olympus two patients had ureteral strictures after using the soltive laser system in (B)(6) 2021. The patients had long-term, highly impacted ureteral stones. No strictures were present before use of the subject device. On (B)(6) 2021: patient 2 had a ureteral stricture proximal to the laser location. The patient's stone had been present for years in the distal ureter. Four reports have been created for these events. Patient identifier (B)(6) is for patient 1 and the soltive generator. Patient identifier (B)(6) is for patient 1 and the soltive fiber. Patient identifier (B)(6) is for patient 2 and the soltive generator. Patient identifier (B)(6) is for patient 2 and the soltive fiber. This report is for patient identifier (B)(6) for patient 2 and the soltive fiber.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.